Event description:
Atrial events appear to be falling in blanking at times possibly triggering at/af device classified termination of at/af detected event(s) and appears to result in inappropriate atrial pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).